Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8198710. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-17. Medical device lot #: 8198712. Medical device expiration date: 023-07-31. Device manufacture date: 2018-07-17.

Event description:
It was reported that an unspecified number of bd plastipak¿ syringes experienced foreign matter contamination prior to use.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The picture sent by the customer was verified and it was not possible to observe any quality deviation. The retain samples were verified also no deviations observed. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by the quantity control applied. This lubricant meets the requirements for biocompatibility this way it was not possible to confirm the complaint.

Event description:
It was reported that an unspecified number of bd plastipak¿ syringes experienced foreign matter contamination prior to use.

Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The pictures sent by the customer were verified and it was not possible to observe any quality deviation. The retain samples were verified also no deviations observed. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by the quantity control applied. This lubricant meets the requirements for biocompatibility this way it was not possible to confirm the complaint.

Event description:
It was reported that an unspecified number of bd plastipak¿ syringes experienced foreign matter contamination prior to use.